Event description:
Baxter (B)(4) received a report that an infusor had separated tubing from the set cap when the overpouch was opened. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This device is manufactured for distribution outside of the united states and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unused sample for evaluation. Visual examination of the unit confirmed that the tubing separated from the set-cap. Additionally, the edge of the separated tubing was observed to be jagged (not smooth). The presence of the tubing inside the cap indicates that there was solvent applied to the tubing, therefore it is concluded the tubing broke during transportation. After sterilization plastics tend to become brittle, which combine with movement during transportation could have caused the tubing to break. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.